Manufacturer narrative:
Section b3: event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been doing great for a while. Then several months ago, the patient started having low energy, and some other worsening heart failure symptoms. In particular with exertion, the patient was fatigued. At rest, their right heart catheterization looked great, but with exercise the pump was now not unloading the heart enough. Echocardiogram was also performed. The patient's speed was increased to 5500 rotations per minute from 5300. Symptoms were still present. Log files were sent for analysis. The log file captured routine event and there were no notable alarm conditions or parameter changes. The log file showed normal pump function. The ventricular assist device (vad) and peripheral equipment was functioning as intended. The current plan was still being decided. The patient is destination therapy left ventricular assist device.